Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ extrusion: unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis (observed an opening and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "peri-implant fluid collection", "ruptured", "gel bleed", "extrusion". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: erosion, gel leak/bleed.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "peri-implant fluid collection", "ruptured", "gel bleed", "extrusion". This record is for the right side. The device was explanted and replaced.